Event description:
Received alert from (B)(6) regarding 3m product numbers 1243a, 1243b, 1243re; issue of red stains from chemical indicators on sterile packaging; 3 bags of 1243re were located at the (B)(6). From lot# rh032023. No other suspected lots were located in use at (B)(6). The 3 bags were removed from service and returned into (B)(6) team on (B)(6) 2021.